Manufacturer narrative:
The investigation for purge leak ¿ pump has been completed. The impella device was not returned for evaluation. Low purge pressure reported and crack with leak observed. No product was returned. The data logs confirm 'purge pressure low' alarms. There was a downward trending of purge pressure before low purge pressure alarms were triggered and there were several 'purge system open' alarms during the purge cassette changes and 'de-airing' troubleshoot efforts. The purge pressure recovered after the purge reservoir and filter bypass, aligning with the clinical information, and there were no other purge related alarms. The root cause of the purge leak - pump was due to a damaged sidearm but the cause of the sidearm damage was not determined. D6b added f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 83-year-old male with cardiomyopathy was implanted with an impella rp device for mechanical circulatory support. It was reported that an implanted impella rp pump triggered a purge pressure low alarm during patient support. The cassette was replaced in an attempt to troubleshoot the issue, but the failure remained. Upon further inspection, a crack and leak were noted in the yellow luer. A purge bypass was completed to resolve the alarm. There was no patient harm and support with the implanted pump remained ongoing.